Event description:
It was reported that a patient had high output decompensated left heart failure, which the site stated was caused by an increase in medication obtained from inaccurate cardiomems readings. The site indicated that this was a non-serious event as it was resolved after readjusting the patient's medication. The patient's cardiomems sensor accuracy was later assessed and recalibrated (reported in (B)(4).)

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the site, the patient's cardiomems sensor was providing inaccurate information which led them to increase medication, causing the patient to experience the high output heart failure. The site indicated that this was a non-serious event, as it was resolved after readjusting the patient's medication. This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range. The sensor was operating at 33.43-mhz and 34.03-mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.